Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). Troubleshooting of the device occurred but no issues were identified. A cystoscopy was performed and it was observed that the cuff was not coaptating the urethra, urethral atrophy was diagnosed. All components were removed and replaced. There were no further patient complications.